Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the right master tool manipulator (mtmr) due to error 281. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the mtmr.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer called in to report that da vinci sk6185 was experiencing a nonrecoverable error281. The customer commenced the surgery as laparoscopic and wanted to utilize the robot mid-procedure when they experienced the error. The technical support engineer (tse) advised to power cycle the complete system, breakers to '0' and to reseat all blue fiber cable connections on the carts. Via system logs, the tse could view errors pointing towards the surgeon side console (ssc) nodes not being activated. Customer advised as the surgeon is utilizing the vision side cart (vsc) for endoscopic view, they could not complete the system power cycle until the clinical procedure had been completed. Surgery was ongoing laparoscopic. The customer would call back with troubleshooting results. Tse was unable to view events in system logs as dvmt is offline, da vinci management system (dvms) is ok. Customer called back and confirmed that the da vinci system was utilized for the procedure for approximately 20-30 mins, customer experienced the error then returned for laparoscopic use again. Procedure was successfully completed. Further troubleshooting was conducted; tse guided the customer to hard power cycle the system and reseat the blue fiber cables (bfc) with no change to the fault condition 'surgeon console not connected to vision cart'. Tse guided the customer to utilize the unused vsc core port#1 for ssc connection with no change to the error. Tse then guided the customer to power the ssc on in standalone following another hard power cycle with breaker to '0' on ssc. On power on the master tool manipulators (mtm) did not initialize and as expected, the 'surgeon console not connected to vision cart' message appeared. The customer called back for further troubleshooting. Tse guided customer to switch the system off with emergency power off (epo) several times and to switch the patient side cart (psc) bfc with the ssc bfc to see if error would follow. Tse was informed by customer that there were no obstructions inside the ssc. As system was onsite, tse could review the logs, and issue is pointing to an issue within the ssc. Tse asked if they had a secondary bfc, but they did not. Surgeon decided to convert to laparoscopic surgery. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: tse confirmed the da vinci system was utilized for the procedure for approximately 20-30 minutes after starting the case laparoscopicly, then user experienced the error and returned for laparoscopic use again. Original sr owner was on lunch when tse got the call. Both the clinical sales representative (csr) and clinical sales associate (csa) were on site during the surgery when issue occurred. Csa called in to original owner for troubleshooting during the surgery, and right after they finished the call, csr called (during the same surgery) to do the same troubleshooting. They did not use the system for a second surgery that same evening.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The master tool manipulator (mtmr) was analyzed and the failure pointed to the embedded serializer in master base (esmb) main wire harness, black and white flat flex cables (ffc). Once testing was completed, the esmb, main wire harness, black and white ffcs were tested and verified to be the source of the fault. The complaint was confirmed based on the failure analysis. The root cause is attributed to communication failures caused by faulty flat flex cables connected to the esmb printed circuit assembly (pca).

Event description:
Refer to h11 for follow-up information.